Event description:
I had an abbott spinal cord drg implanted this past (B)(6) 2020 for severe foot pain due to neuropathy after breast cancer surgery. About 8 weeks ago, I turned off the machine, as it never helped my foot pain, and the last month it was on, I started to feel the electricity from the drg in my lower torso. Four leads were placed at the l5 s1 part of my spine, to help my feet. Several abbott reps tried to adjust the machine, several times and it never worked, even though the trial seemed fairly successful. After I turned off the machine, the real severe tragedy started. I started to severely burn, from the waist down. For the last 6 weeks or so, I have had to use ice packs and fans to sleep, and now, I have insomnia. I am literally traumatized by this experience. I belong to a (B)(6) clinic neuropathy support group, and a few members told me I never should have felt the electricity of the machine. If you want to talk, I will gladly talk to someone at the FDA. I have an abbott drg spinal cord stimulator implanted in me for about 8 months now. Two months ago, I had to turn it off, as I felt the electricity of the device running through my entire lower torso, and it never helped my foot neuropathy, which is why I had it implanted. Abbott reps tried to adjust it several times, but the device never helped my feet, and started giving me electrical sensations that were awful. Once I turned it off, I started burning severely, from the waist down. It has left me with insomnia, due to the severe burning. I have been traumatized by this device, and now have to go to a sleep specialist next week, because the trauma of feeling severe burning has left me unable to sleep. I would not wish this on my worst enemy. This device should not be allowed, and I know many other people who feel the same. It is an abbott proclaim drg ref. (B)(4) ver., (B)(4) I have no picture to show you. FDA safety report ID# (B)(4).